Manufacturer narrative:
The device has been used before the event and post the event (cavity replaced for energy stability issues in (B)(6) 2024) with no issues. The device paf from (B)(6) 2024 did not report any complaints/ repairs apart from the cavity.

Event description:
The event occurred in sweden, (B)(6) 2023 on a tango (manufactured in 2009) but reported to ellex on 16th may 2024. The user performed an iridotomy procedure which resulted in reduced visual acuity and permanent foveal damage bilaterally. This report is made by ellex without prejudice and does not imply any admission of liability for the incident or its consequences.